Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016, to report a missing sensor wire that occurred on (B)(6) 2016. The complaint device was returned for evaluation. A visual inspection was performed and the sensor wire was attached to the housing puck. The reported event of a missing sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Distributor contacted dexcom on behalf of patient on (B)(6) 2016, to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the thigh on (B)(6)2016. Patient suspects that the sensor wire remained in skin. No additional event or patient information is available. It was reported that the sensor was inserted into the thigh. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).